Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted. Prior to procedure, echocardiography did not confirm any pericardial effusion. It was reported post-procedure at discharge, echo showed a "very small, predominantly posterior pericardial effusion". No treatment for the pericardial effusion was noted. It was then reported the morning of (B)(6) 2024, the patient experienced dizziness, shortness of breath (sob), and palpitations without any syncopal episodes. It was then reported on (B)(6) 2024, the patient symptoms worsened. The patient was positive for bi-lateral lower ankle swelling, headache, mild nausea, sob, and palpitations. The patient was then admitted to the emergency department (ed) (B)(6) 2024 for atrial fibrillation and tachycardia and was administered intravenous (IV) digoxin and diltiaze. It was reported there was improvement of heart rate and event was resolved (B)(6) 2024. It was then reported on (B)(6) 2024, the patient presented to the ed again for lightheadedness, sob, and dizziness due to repeat atrial fibrillation and tachycardia and was started on amiodarone. The cause of the atrial fibrillation was due to patient medical history. The patient status was reported stable and discharged home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion, dizziness, shortness of breath, atrial fibrillation and tachycardia post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from field indicated that was no difficulty implanting the occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However it was noted that the cause of the atrial fibrillation was due to patient medical history. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted. Prior to procedure, echocardiography did not confirm any pericardial effusion. It was reported post-procedure at discharge, echo showed a "very small, predominantly posterior pericardial effusion". No treatment for the pericardial effusion was noted. It was then reported the morning of (B)(6) 2024, the patient experienced dizziness, shortness of breath (sob), and palpitations without any syncopal episodes. It was then reported on (B)(6) 2024, the patient symptoms worsened. The patient was positive for bi-lateral lower ankle swelling, headache, mild nausea, sob, and palpitations. The patient was then admitted to the emergency department (ed) (B)(6) 2024 for atrial fibrillation and tachycardia and was administered intravenous (IV) digoxin and diltiaze. It was reported there was improvement of heart rate and event was resolved (B)(6) 2024. It was then reported on (B)(6) 2024, the patient presented to the ed again for lightheadedness, sob, and dizziness due to repeat atrial fibrillation and tachycardia and was started on amiodarone. The cause of the atrial fibrillation was due to patient medical history. The patient status was reported stable and discharged home.